Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare for evaluation where it was visually inspected. Results: visual inspection identified several small holes in the base of the humidification chamber and a residue inside of the chamber. Conclusion: we are unable to confirm the cause of the defect, however it is possibly due to exposure to substances that may may damage the aluminium base. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: - "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in japan reported a defect with mr290v vented autofeed humidification chamber provided with a rt380 adult dual heated evaqua2 breathing circuit. On inspection by the regional service centre, a hole was identified in the chamber base. There were no patient consequences reported.